Manufacturer narrative:
A device history review (DHR) could not be performed because a product code or lot number could not be provided by the customer. There were no samples submitted with this complaint; however, the complaint will be reopened if a sample is later received. A review of the risk management file was performed for electrodes manufactured at the (B)(6) manufacturing site that might be used in a holter application and the reported issue of skin irritation was confirmed to be a documented condition. Because a DHR could not be performed, it was not possible to determine if the observed rate of defect occurrence exceeded the expected rate of occurrence as documented in the risk management file. However, the rate of occurrence for skin irritation complaints involving electrodes is typically very low and would not normally exceed the expected rate of occurrence documented in the risk management file. The customer photograph provided with this complaint displays a red mark on the patient skin indicating possible skin irritation; however, due to the nature of this type of product, it is more than likely that the incident is related to skin sensitivity, and it is worth noting that patient sensitivities may have been a contributing factor. Previous complaints of this nature have not been known to cause permanent impairment or marking. This product family has been tested according to iso 10993 guidelines for biocompatibility that found both the hydrogel and skin contacting foam adhesive to be non-cytotoxic, non-irritating, and non-sensitizing. There have been no design changes to any electrodes manufactured within the past year that would contribute to any increased probability for skin irritation on patients. Since the reported condition of skin irritation is unconfirmed and no complaint trend exists and the most probable cause of the skin irritation is patient skin sensitivity, no corrective action is required at this time for this reported condition. This complaint will be recorded for tracking and trending purposes.

Manufacturer narrative:
Submit date: 08/19/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Reporter alleges that on january 18, 2016, her healthcare provider, (B)(6), attached a philips holter monitor (using covidien/ medtronic electrodes) on her for 24 hour cardiac monitoring. The customer stated that she was injured, receiving second degree burns from one lead in the center of her chest. This injury caused unbearable pain, slow healing, and a permanent scar. The scar is large, unattractive and noticeable.